Event description:
It was reported that "aortic punch tip wasn't coming out". Additional information received states that "when artery was punched, surgeon was unable to retrieve the aortic punch, as the tip of the punch was failing to come out. Surgeon had to pull the aortic punch out as it was, which caused a lot of bleeding, causing an issue. Transfusion did not have to be given following this bleeding. Surgeon then used another teleflex aortic punch dp-40k, which worked fine, no issues reported. Surgeon was able to complete the surgery without any further issues. Patient is fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.